Event description:
On 27 aug 2020, neotract was notified of a successfully completed prostatic urethral lift (pul) procedure performed on (B)(6) 2020. Post procedure, patient was discharged with routine catheter due to light bleeding. It was reported that on (B)(6) the patient presented at the hospital with fever, tachycardia, and low blood pressure, suspected to be symptoms of a sepsis infection. The patient was admitted and treated with IV antibiotics. On (B)(6) 2020, the patient was discharged.